Event description:
Customer reported the alarm will not power on. Customer has replaced the batteries with a new supply. Customer reported there is no physical damage to the outside of the alarm and discovered this during set-up at the bedside. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm no power. Unit was tested for power with new batteries. Unit was tested three times at five minute intervals and unit powered up each time without any intermittency observed. However, nurse call light is not coming on at the nurse call test fixture. Used a known working nurse call test fixture and nurse call cable. Unit passes all other functional tests. Note: always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).